Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal (just tubes and coils)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("I still have some bloating at night"), tinnitus ("ringing in my right ear"), pain in extremity ("foot pain"), arthralgia ("joint pain") and headache ("conatant headaches"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown, the abdominal distension and tinnitus had not resolved and the pain in extremity, arthralgia and headache had resolved. The reporter considered abdominal distension, arthralgia, headache, medical device removal, pain in extremity and tinnitus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, abdominal distension, tinnitus, pain in extremity, althralgia, headache. Most recent follow-up information incorporated above includes: on 20-jan-2020: this case was found to be duplicate of case (B)(4), so this case was mark for deletion. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal (just tubes and coils)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("I still have some bloating at night"), tinnitus ("ringing in my right ear"), pain in extremity ("foot pain"), arthralgia ("joint pain") and headache ("constant headaches"). The patient was treated with surgery (surgery to remove essure). Essure was removed on b)(6) 2016. At the time of the report, the medical device removal outcome was unknown, the abdominal distension and tinnitus had not resolved and the pain in extremity, arthralgia and headache had resolved. The reporter considered abdominal distension, arthralgia, headache, medical device removal, pain in extremity and tinnitus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, abdominal distension, tinnitus, pain in extremity, arthralgia, headache. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.